Manufacturer narrative:
This is the first complaint reported for this finished goods lot. Review of the device history records indicates the order was built to specification. The sample was visually inspected and the needle is completely broken off the vitrectomy probe. No functional testing could be performed due to the broken needle. The sample was returned with a broken needle so actuation testing could not be conducted. As such, the root cause of the customer's complaint is not known. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure occurred with the probe during a combined vitrectomy/cataract procedure. It is unknown if aspiration was present. The product was replaced and the procedure was completed without harm to the patient. Additional information and a product sample have been requested.